Event description:
A 3.0mm diameter by 24mm length s7 stent delivery system was inserted to treat a lesion in the right coronary artery. The lesion was pre-dilated with a 2.5mm ptca balloon prior to the insertion of the stent delivery system. It was not possible to cross the moderately calcified lesion despite aggressive attempts to push the stent delivery system across the target lesion. The guide catheter and the entire system backed out of the coronary artery during the attempt to push the stent across the lesion. At that time the stent consequently dislodged from the delivery balloon and went into the left ventricle. The stent was successfully snared and removed from the pt. The target lesion was then pre-dilated and subsequently treated with the deployment of another s7 stent. The pt was reported related to the event. The moderately calcified lesion not being 1:1 pre-dilated may have contributed to the stent not crossing the target lesion. The guide catheter and the entire system backing out of the coronary artery likely contributed to the dislodgment of the stent from the delivery balloon.